Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported "rupture of the right implant diagnosed by nuclear magnetic resonance (nmr)." Device has been explanted.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed."

Event description:
Patient reported "rupture of the right implant diagnosed by nuclear magnetic resonance (nmr)." Device has been explanted.

Event description:
Patient reported "rupture of the right implant diagnosed by nuclear magnetic resonance (nmr)." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: ¿ stress marks observed. ¿ crease fold observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported "rupture of the right implant diagnosed by nuclear magnetic resonance (nmr)." Device has been explanted.